Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false downstream occlusion alarm was confirmed through baxter's functionality testing, but could not be reproduced through further evaluation. The evaluation did determine that the false alarm was caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During baxter's functionality testing, a spectrum pump alarmed falsely for downstream occlusion. There was no patient involvement.